Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced pain in the device area. It was also noted the right atrial (ra) lead exhibited noise that was oversensed, resulting in pacing inhibition, and issues with the pacing threshold measurements. The physician was considering a pocket revision due to the pain, but no changes were made to the system at this time. No adverse patient effects were reported. Approximately six weeks later, the device was explanted and the chronic ra and right ventricular (rv) leads were surgically abandoned. The physician intended to extract the leads and implant a new, MRI conditional system, but they could not be removed. A new system was implanted on the patient's right side, as there was no longer access on the left side. No additional adverse patient effects were reported.